Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator did not detect these attached electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The pads were returned to zoll medical corporation for evaluation. The pads were received damaged, opened, and missing one pad, making evaluation not possible. Review of the device data logs from the (B)(6) 2025, event showed the device attempted a charge during a lead fault state and was later power cycled. Stable pad detection was confirmed at 17:18:25, with full data recording starting at 17:19:20. The returned pads were scrapped. A device history record (DHR) review was completed for the CPR stat-padz (8900-0400), lot 3124 a, with no abnormalities or disrepancies identified. Retain and test samples underwent electrical and functional testing, yielding passing results. Furthermore, the device master record (dmr) log for this lot of electrodes was reviewed and showed no documented instances of nonconformance. Analysis of reports of this type has not identified an increase in trend.